Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation in the front where the fastens. Patient mentioned having a nickel allergy. During a follow-up, it was reported that the patient developed a blister underneath the electrode near his left armpit and it broke open. The patient spoke with their doctor, but nothing was prescribed. It was reported that the patient's irritation did not improve. The itching mostly stopped but he still had the rash and blisters.